Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was over 600 mg/dl with moderate ketones. Elevated bg was address by correction injection via manual injection. Customer ultimately went to the emergency room for elevated blood glucose. Customer was treated intravenously with fluids of saline and insulin. Customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.